Manufacturer narrative:
Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 0.8; ref: 2.6; mean: 1.70; confidence limits: 1.2-2.3. Customer results analyzed and accuracy confidence limits were not met. Time elapsed exceeds 3 hrs there is a high possibility that the discrepancies are due to changes in status of the pt. It is indicated that pt has a history of anemia. Last hct = 31%. Current hct level unk. Pt condition may affect test results. Inratio results 1.6 and 3.6 not valid for comparison because time elapsed between results exceeded three hrs. Previous investigation on strip lot 216971 from e66574 revealed no discrepant results on in-house and returned meters. Product deficiency not established. No further action is required. As of 11/03/2009, 2 discrepant results complaints were reported for lot # 216971 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for correction action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab.